Event description:
The user facility reports incident of a cut in the pump segment tubing which occurred 1.5 hrs into treatment. The complaint sample was discarded at the time of the event. Due to potential for contamination, the patient's blood was not returned resulting in ebl = 250cc. No patient injury or need for medical intervention is reported. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy.

Manufacturer narrative:
Although the complaint sample was discarded at the time of the event, description of the event, location of the tubing damage, and time into treatment is consistent with damage caused by the machine roller pump due to incomplete or incorrect insertion of the pump segment tubing into the pump housing.